Manufacturer narrative:
No files/logs have been returned to manufacturer for evaluation. Per the report from the medtronic representative at the site, this was a user technique issue and was resolved at the time of the event by real-time training of the surgeon in proper tracer technique. No further issues have been reported. Files not returned

Event description:
A medtronic representative reported that while in a cranial tumor resection, the surgeon deemed being accurate after tracer, however, once inside alleged being 1cm inaccurate. Navigation showed being 1cm more anterior; the surgeon stated his tracer technique was the cause of the inaccuracy. The medtronic representative instructed proper technique and the surgeon traced under the eye. The surgeon continued using navigation to successfully complete the procedure. There was no impact on patient outcome.